Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Shortly after a patient was put on extracorporeal membrane oxygenation (ECMO) support, it was reported that blood was seen leaking out of the temperature probe port. To resolve the reported issue, a new kit was primed and used. Estimated blood loss due to the event was not provided in the initial reporting. There was no known patient injury or harm due to the event. The sample was not reported to be available for evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Event description:
Additional event details were provided upon follow-up. The lot number of the xlung kit remains unknown. There was no leak during the priming phase; it only started a few minutes after initiation. There was no physical damage noted near the leak location. It's unknown if the connection at the temperature probe port was insecure or loose; this wasn't checked beforehand. There were no console alarms. Blood loss due to the leak was about 50 ml. The patient blood loss did not result in any serious injury or harm. No photos of the alleged failure were available for review, and the sample was not available for evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for evaluation. Investigation of similar complaints revealed small cracks in the oxygenator housing (temperature port). All oxygenators are tested for leaks during in-process controls. It is possible that cracks may subsequently occur in the temperature port during transport or handling. However, the connection may have been loose, as the temperature probe reportedly fell out during inspection after the kit had been removed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation could not be performed as the batch information was unknown. Based on the available information, a definitive cause for the leak could not be determined.

Event description:
Additional event details were provided upon follow-up. The lot number of the xlung kit remains unknown. There was no leak during the priming phase; it only started a few minutes after initiation. There was no physical damage noted near the leak location. It's unknown if the connection at the temperature probe port was insecure or loose; this wasn't checked beforehand. There were no console alarms. Blood loss due to the leak was about 50 ml. The patient blood loss did not result in any serious injury or harm. No photos of the alleged failure were available for review, and the sample was not available for evaluation.

Manufacturer narrative:
Additional information: a3, b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.